Manufacturer narrative:
Device evaluated by manufacturer. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR #: 2134265-2010-03888. It was reported that during a stenting treatment procedure, a partially deployed and dislodged stent occurred. The target lesion was located in the right external iliac artery. Another manufacturers' 6f introducer sheath was used to facilitate the advancement of a 7x55mm reduced profile wallstent stent delivery system (sds). The wallstent was advanced to the lesion and an attempt to deploy the stent was made. During stent deployment, the physician had difficulty seeing the stent under fluoro. Upon deployment of the stent, only the distal portion of the stent was located outside the introducer sheath. The proximal section of the stent became only partially deployed because it was still located inside the introducer sheath. The physician was unaware of this at the time due to the visibility issues. Thinking the stent was fully deployed, the physician withdrew the sds, while leaving the introducer sheath in position for post-dilation. A 6x6mm ut diamond balloon catheter was inserted and advanced through the partially deployed stent. Dilation was performed just distal to the stent, the location where the physician thought the stent would be. During removal of the balloon catheter, the balloon catheter pulled the entire wallstent into the introducer sheath. The force used to remove the balloon catheter caused the entire balloon to detach. The introducer sheath was removed from the patient containing the entire balloon and the stent in the hub of the sheath. There were no fragments left in the patient. The procedure was completed with balloon angioplasty. No further patient complications were reported and the patient's status is ok.